Event description:
The customer reported the system was down and failed to operate. No report of injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. A blown fuse in the power distribution box was found and replaced. The system was then found to be operating as intended.